Event description:
During surgery, surgeon using harmonic focus handpiece, error message on machine reading "release pressure." Device removed from surgical field to examine, surgeon noted handpiece was getting hot. Device removed from field immediately, no contact with patient when this occurred.